Event description:
The endo-fix screw broke while driving it into a femoral tunnel. All pieces of the screw were removed from the surgical site, causing an approximate thirty minute delay. This event did not result in injury to the pt.